Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer received a power source alert after plugging the pump into a computer usb port. No additional patient or event information was provided.